Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
X-rays were not supplied for examination. Review of the newly supplied information did not confirm the reported device fracture, metal-on-metal disease, osteolysis or device loosening. The investigation could not draw any conclusions regarding the reported event based on the newly supplied information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 10/19/2012- pfs and medical records received. A correct dor was given. Revision operative note reviewed and confirmed metallosis, femoral stem break, and loosening of femoral stem and sleeve. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 10/4/16 medical records received. After review of the medical records for MDR reportability, the metal ion levels provided were at non-reportable levels. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pt was revised to address breaking of the femoral stem at the distal fork; one of the tynes completely disassociated. Metal-on-metal disease and osteolysis were also reported, as well as loosening of the proximal sleeve and femoral stem.